Manufacturer narrative:
The country of origin is (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 results for 1 patient on a cobas 6000 e601 module serial number (B)(4). The patient sample result, using reagent lot 494813, was reactive (1.17 coi). The patient sample result, using reagent lot 496298, was non-reactive (0.742 coi and 0.762 coi). The customer observed differences in the qc after changing the reagent which prompted a rerun.